Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the right ventricular leadless pacemaker (rvlp) failed to load onto the delivery catheter despite multiple attempts. A second catheter was used, and the device loaded successfully. After entering tether mode, the device prematurely detached but remained attached to the tissue. The same rvlp was implanted. Patient condition was stable.